Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. B3: unknown; captured as awareness date. H6: health effect-clinical code: gastrointestinal system (e10). No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent surgery since the patient had a history of diverticulitis who underwent diagnostic laparoscopy, mobilization of splenic flexure, left segmental colon resection, exploratory laparotomy, and recreation of end colostomy. Seven months previously patient had undergone sigmoid colectomy with creation of end colostomy and rectal stump (hartmann's procedure) for acute descending colon diverticulitis. Operative note provided states the ¿proximal segment of colon was mobilized to the maximum extent possible mobilizing to the proximal transverse colon. The rectal stump was excised to ensure that we were below the peritoneal reflection and had removed all sigmoid colon.¿ operative note further states due to adhesions in the pelvis around the rectum and difficulty getting all of the small bowel out of the pelvis, they cut down around the colostomy site and removed the small segment of colostomy that remained in the abdominal wall and created a hand port. Surgeon initially had difficulty passing the ¿29 mm eea anvil¿ sizers due to a plug of barium, which was removed. Surgeon also excised one corner of the rectal stump to create a better angle for the anastomosis. The assisting surgeon passed the stapler and once connected to the anvil and closed ¿with the indicator in the middle of the green zone,¿ attempted firing. Operative note states the stapler did not approximate the ends of bowel resulting in two 29 mm circular defects in the proximal segment of colon and the distal rectal stump. The surgery was converted to open and a green load contour stapler was used to close the rectal defect, however, leak test revealed ¿air bubbles essentially along the entire staple line.¿ the surgeon recreated the patient¿s end colostomy. Patient was discharged home on post op day 6. Five months later, patient underwent an exploratory laparotomy with lysis of adhesions, reversal of colostomy, and repair of her parastomal hernia. The surgeon noted the rectal stump was densely adherent to the sacrum, requiring mobilizations and excising the scarred rectal stump. A 29 mm ¿end-to-end stapled anastomosis¿ was created during this surgery and the leak test was negative with two well-formed anastomotic rings. The patient was discharged on postop day 4.